Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 17:19:42 on (B)(6) 2022. At 23:46:05 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus bradycardia @ 30 bpm with motion artifact. At 23:47:15, the patient received the first inappropriate treatment. Motion artifact contributed to the false detection. Rhythm at time of treatment was sinus bradycardia @ 40 bpm. Post shock rhythm was sinus bradycardia @ 30 bpm with motion artifact. The device was shut down at 01:48:52 on (B)(6) 2022.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.